Event description:
It was reported that the gave both a long charge error message. A review of device downloaded memory was done by technical services and long charge time was confirmed. The cause of the long charge could not be determined. Technical services advised to consider explanting the device. It has been implanted greater than seven years and has two percent battery remaining. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the gave both a long charge error message. A review of device downloaded memory was done by technical services and long charge time was confirmed. The cause of the long charge could not be determined. Technical services advised to consider explanting the device. It has been implanted greater than seven years and has two percent battery remaining. The device remains implanted. There were no adverse patient effects.